Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump was cancelling boluses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2: date of submission 02/10/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/21/2017 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed that two bolus deliveries were canceled due to user button presses. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and accurately recorded in the pump history. All of the keypad buttons responded properly to user presses, and no damage was found to the keypad. The complaint was not duplicated, and no defect was found. (B)(4).

Manufacturer narrative:
Follow-up #1 date of submission 12/09/2016-correction to initial reporter name: (B)(6).